Event description:
Shortly after commencing patient treatment with the 3100b, the "oscillator overheat" caution lamp was illuminated. Two more attempts resulted in the same scenario. The patient was then placed on a conventional ventilator.